Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a percutaneous coronary intervention (pci) procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred during removal following failed delivery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a mildly tortuous, moderately calcified lesion with 90% stenosis located in the mid-proximal circumflex (cx) artery and obtuse marginal (om). A 2.5 x 12 mm compliant balloon was used, followed by a non-medtronic cutting balloon in the mid lcx artery. A non-medtronic 3.0 x 32 mm des was placed and post-dilated with a 3.5 mm nc balloon. The om1 showed a moderate lesion and was treated with angioplasty. The patient complained of chest pain 2 hours later and was taken back for a relook, and was found to have stent thrombosis. Intravascular ultrasound (ivus) showed calcium and thrombus. Coronary thrombectomy was performed on the patient followed by coronary 3.0 shockwave intravascular lithotripsy (ivl). An attempt was made to place a non-medtronic 2.25 mm des in om1. The stent was removed undeployed. A 2.0 mm nc balloon was used in the om1. Another attempt was made to deploy the non-medtronic 2.25 mm des, which was unsuccessful. Then the 2.0 x 15 mm onyx frontier des was attempted to be deployed. The onyx stent was unable to cross and the stent was removed undeployed. Upon removal, the stent was dislodged in the 7f catheter. The stent was recaptured and removed from the patient using a 7f catheter and guidewire. No guide extension catheter used. The device did pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of the event.